Manufacturer narrative:
The investigation determined that lower than expected vitros amon results were obtained when processing a vitros liquid performance verifier lii quality control fluid using vitros amon lot 1018-0253-9366 on a vitros 350 chemistry system. The most likely cause of the lower than expected vitros amon results was an instrument issue, specifically related to microslide incubator contamination. The customer cleaned the microslide incubator and then processed a vitros amon precision that was unacceptable. The customer then replaced the evaporation caps. Although a vitros amon precision was not repeated following the replacement of the evaporation caps, the customer was able to process vitros amon lpv qc that was within expectation and showing a much lower sd than was previously obtained.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) global technical solutions center (tsc) to report lower than expected ammonia (amon) results when vitros liquid performance verifier quality control fluid was tested using vitros amon slides on a vitros 350 chemistry system. Vitros lpvii lot n7698 results of 136.4, 145.10, and 138.5 umol/l versus the baseline mean of 184.1 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer obtained the lower than expected results when processing a non-patient fluid. No patients had been processed by the customer since (B)(6) 2020, therefore no results were affected around the time of the event. Ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).